Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. D4: batch # a98y9v. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual inspection of the returned sample determined that the b12lt device was received with melting observed at the tip of the sleeve. In addition, the opened packaging was returned along with the instrument. Evaluation of the obturator component confirmed proper functionality, and no anomalies were identified. The event reported was confirmed and it is related to improper use of the device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch a98y9v number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, could not fit smoothly into patient. It was reported that during surgery, noted the device could not fit smoothly into patient. Another device was used to complete the surgery. There was no patient consequence reported. No additional information could be provided.